Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery.

Manufacturer narrative:
Device is a combination product. Describe event or problem updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.